Event description:
It was reported to philips that the system gave an alert indicating the system disk was almost full, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. The procedure was completed as planned, with no impact on the normal use of the system. A philips field service engineer inspected the system onsite and confirmed that the system disk was nearly full due to alerts. To resolve the issue, the field service engineer reloaded the software, restored available space on partition c, and ensured bitlocker was active. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. After an investigation, it has been determined that the incident involving the system disk was almost full due to alerts does not warrant reporting. The procedure was completed as planned without any disruption to the normal operation of the system. Therefore, the issue is considered isolated and is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.